Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the both patient's legs and feet had been giving him problems and he wanted to have his programming adjusted to help with that. Asked if any adjustments had been made using the patient programmer, he stated he was a little nervous to use the patient programmer so he had not. It was also reported that the patient had a hard fall about 2.5 months prior which was related to the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.